Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles inside of the device. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening.

Event description:
Physician reported right side "rupture/deflation" of a saline breast implant. Device has been explanted.

Event description:
Physician reported right side "rupture/deflation" of a saline breast implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation" of a saline breast implant.

Event description:
Physician reported right side "rupture/deflation" of a saline breast implant. Device has been explanted.